Event description:
It was reported that at a follow-up appointment, elevated threshold measurements from the right ventricular (rv) lead were observed when compared to previous visits. Additionally, an electrocardiogram (egm) review revealed multiple instances of loss of capture, despite the high programmed output of this implantable pacemaker. The physician elected to further increase the device's programmed output, as well as ordering x-ray imaging and scheduling a closer follow-up appointment in three months. (B)(6) technical services (ts) was also contacted, and it was discussed that the threshold variability could be the result of the patient's body position, clinical condition of the patient's heart, as well as a potential lead integrity issue. Thorough troubleshooting options were provided for assessing the integrity of the rv lead, such as via provocative maneuvers and postural testing with real-time egm monitoring to look for changes in the threshold measurements and potential noise. Additionally, ts recommended assessing the programming of the right atrial (ra) lead, as it is currently programmed off despite the noted indication of sinus disease from this patient. X-ray imaging was performed, and no abnormalities were observed. A follow-up appointment has been scheduled in (B)(6) 2026 to reassess the system performance. At this time, the system remains implanted and in-service. No adverse patient effects were reported. The rv lead is not a (B)(6) product. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).